Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was deployed, the collagen did not come out to complete the hemostasis process. It was decided to continue with manual pressure. The patient was well and was not affected by the event. The blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 25mar2020. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed per protocol. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One expired 6fr angio-seal evolution device was returned for product evaluation. The hemostasis sheath was returned with evolution device body. The locator and guidewire were returned along with the header bag as well. Visual inspection revealed that the body of the evolution was found mated with the hemostasis sheath. The deployment sleeve was in the rear lock position with color bands fully exposed. The distal tip of the sheath was inspected under the microscope for the presence of the anchor. It was noted that the anchor was halfway exposed at the distal tip of the sheath. The anchor was not exposed enough to catch on the monofold and properly post to the tip of hemostasis sheath. The button of the device was determined to be soft. No other visual anomalies were noted. To determine if any anomalies existed which prevented the anchor from posting to the distal tip of the sheath, the returned device subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the full rear lock position exposing the color bands and posting the anchor to the distal tip of the hemostasis sheath. The digital force was applied to the anchor and the piece of the collagen was released. During this removal of the anchor, the suture broke. The returned header bag was examined, and it was noted that the temperature indicator was triggered as well upon receipt. It was also noticed that the shelf life of the returned device was expired upon receipt. The device was within the expiry when it was opened at the facility. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.